Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump lost power after the pump was exposed to water. There was a lot of water under the screen, and changing battery did not improve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/08/2013 with the following findings: during investigation, the pump did not power on and had no audible or vibratory sounds. There was visible moisture in the display lens. The pump history and black box data was not able to be downloaded. A leak test was performed and revealed a leak at a crack in the pump case between upper right corner of the display lens and the case seal. The pump cover was removed and moisture was observed inside of the pump. Additional testing was not able to be performed due to the inability to power on the pump and internal moisture ingress. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.